Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he is having trouble with the serter and when he presses to insert and then presses to release it, it does not release the needle. Customer has been having multiple issues with the serter. Customer's blood glucose is 259 mg/dl. Customer stated that he has a low blood glucose level of 39 mg/dl because he was walking the golf course and over-compensated. Customer does not wish to troubleshoot.